Event description:
The customer reported receiving aperture alerts on white blood cells (wbc) and differential (diff) parameters on a coulter act diff analyzer, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The initial service activity performed failed to resolve the issue, and the fse returned the same day after the customer reported observing a fluid leak. The fse found drain valves vl14 and vl15 had malfunctioned, causing the wbc bath to not drain properly and overflow. Both valves were replaced to resolve this issue. The instrument was verified and validated. The customer reran all patient samples following instrument repair and confirmed no erroneous results had been reported out of the laboratory. (B)(4).